Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this device was at beginning of life (bol) with a magnet rate of 100ppm; however, remaining longevity was 0.5 years. A download of the device memory was performed and evaluated by a boston scientific engineer which identified the programmer may have taken an accurate battery charge time measurement that indicated a bol setting. The caller stated that there is an atrial lead problem which has been exhibiting noise, sensing issues and inappropriate mode switches which could have contributed to the inaccurate readings also. The patient data disk shows the last battery charge time reading was 0 which will cause the programmer to indicate bol or 100% on the gas gauge. The engineer stated that the inaccurate battery charge time reading should correct itself in a few days and the next interrogation should indicate a more appropriate reading. Additional information was received eight months later with new clinical observations reported. This patient presented to the emergency room after experiencing a syncopal event and a fall. The patient's heart rate was noted to be in the 30 bpm range. There was noise on the right ventricular (rv) channel which had resulted in pacing inhibition. The sensitivity, output and lower rate limit (lrl) were increased on the rv channel. The following day, there was a noisy ventricular tachycardia (vt) event despite the reprogrammed sensitivity. An x-ray did not reveal any issues. A revision procedure was performed and the rv lead was removed from service and replaced. The device was also replaced during this procedure due to the device nearing elective replacement indicator (eri). No adverse patient effects were reported.